Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the returned test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter read inaccurately high compared to the patient¿s feelings and another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2014 during a follow-up call with the reporter and patient. The patient¿s mother informed the mss that on (B)(6) 2014 at 5:00am, the patient¿s father checked the patient¿s blood glucose with the subject meter and obtained a result of ¿158 mg/dl¿. The reporter mentioned that the patient¿s father noticed that the patient was sweating at the time he tested his blood glucose and gave him medications for other health conditions, but thought it was due to the temperature in the house being too high. The patient is on insulin pump therapy. In response to the reading obtained with the subject meter, the pump recommended the patient take a 0.5 unit bolus; however, the patient¿s father gave 0.4 units instead of the recommended dose. At 7:00am that morning, the patient¿s father went to the patient¿s room to wake him up for school and found him unresponsive and without a pulse. The patient¿s father immediately administered a glucagon injection and started CPR. The patient¿s mother stated while her spouse administered CPR she gave the patient a second glucagon injection while her daughter called ems. Paramedic¿s arrived and tested the patient¿s blood glucose level to be 18 mg/dl and confirmed the patient had a pulse. The patient was taken to the hospital where he was admitted with a diagnosis of hypoglycemia, bradycardia and hypothermia. The patient was discharged on (B)(6) 2014. Prior to obtaining the allegedly inaccurate high result of 158 mg/dl on the morning of (B)(6) 2014, the patient confirmed he had tested his blood glucose with the subject meter on the evening of (B)(6) 2014. The patient reported that on (B)(6) 2014,between 9 and 10pm his blood glucose result was 421 mg/dl and he took a correction bolus of 5.9 units. At midnight, he retested his blood glucose and obtained a result of 275 mg/dl and took another correction bolus of 1.5 units. The patient stated that when he obtained the elevated blood glucose results on the evening of (B)(6) 2014, he felt thirsty, tired and hungry. The patient did not recall eating anything after having checked his blood glucose at midnight and did not recall being woken up by his father on (B)(6) 2014 at 5am. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after taking bolus doses of insulin based on elevated meter readings, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) 2014 - additional information: the retain test strips also passed all testing.